Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only part of the lead was returned. The lead was returned severed in two sections; a is-1 section which measured approximately seven centimeters and a tip section measuring approximately 26 centimeters. Visual inspection noted insulation abrasion through the outer insulation at approximately eight centimeters from the tip of the lead. This type of damage is consistent with repeated stress over time. The reported noise was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that right atrial (ra) lead exhibited oversensing of noise that was able to be recreated. Theshold and impedance measurements were reported to be within normal limits. There were over 1,500 inappropriately stored episodes of atrial tachycardia response due to the noise. One episode showed noise on the shock channel. Subsequently a revision procedure was performed where the ra lead was surgically abandoned and replaced. No adverse patient effects were noted.the lead was returned nine years later for analysis.